Event description:
Customer reported an issue with a cartridge not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the pump and clean the pneumatic tap area, which allowed the cartridge to be successfully reloaded. Customer was informed to call back if the issue recurs and acknowledged this advice.